Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. The laa of the patient was noted to be "smokey" prior to the procedure. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and inserted the was into the la of the patient. A contrast injection was performed, and a thrombus was noted to be in the posterior aspect of the laa. The physician continued the procedure and inserted the wds. The closure device was deployed two (2) times, but the release criteria could not be met. The physician needed a different size device and a new transseptal puncture location, but did not want to perform that at this time. The procedure was ended with no closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.